Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39mg/dl. Customer took corrective action by consuming carbohydrates to address bg. A pump log review was performed, and it was found that the customer requested and confirmed a manual bolus leading to the decreased bg.